Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly programmed sleep schedule settings. During troubleshooting with tandem technical support, settings were corrected and insulin delivery was successfully resumed. There was no reported impact to blood glucose.